Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system including an ipg on (B)(6) 2010. It was reported that the pt is experiencing difficulty when communicating with the ipg via the programmer. It was recommended that the pt increase the space between her programmer wand and ipg when trying to establish communication. F/u on this matter found that the reported problem persists despite utilizing the suggested technique.